Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited a high capture threshold and high pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Visual examination did not find any anomalies except for the damage found consistent with procedural damage.